Manufacturer narrative:
Concomitant medical products: product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead; product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2015, product type lead. Other relevant device(s) are: product ID: 3777-60, serial/lot #: (B)(4), ubd: 06-aug-2011, UDI#: (B)(4); product ID: 3777-60, serial/lot #: (B)(4), ubd: 06-aug-2011, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they experienced a loss of therapy prior to their replacement surgery. They stated that it was discovered that their scar tissue did not properly form around their leads, and the leads eventually migrated to their lower back from their initial placement. The patient stated that they had a lead replacement, and their current lead is better held to their spine. They mentioned that they charge every 2-3 days. No further complications were reported or anticipated.